Event description:
It was reported that the patient stated that his artificial urinary sphincter (aus) has a leak issue. The patient has an upcoming appointment with a physician. No further information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.